Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s spouse was in a bad car wreck and did not have time to keep the ins charged. The patient stated they tried to charge in 2017 and it would not charge. They stated they had not charged nor had they used their ins in about a year. The patient did try to connect to the recharger about a year ago, but it would not connect. The patient was redirected to follow up with a healthcare professional (hcp). A rep stated they would contact the patient. No symptoms were reported. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.